Event description:
It was reported to philips that the device does not complete the charge phase during the operational check. The device will not charge enough to when charge button is pressed to deliver a shock. There was no reported patient involvement.